Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that the procedure was to treat the mid to distal lad. After pre-dilatation, the 2.5 x 28 mm promus was advanced, but would not cross and was removed. Add'l pre-dilatation was performed and a 3.0 x 15 mm promus stent was placed distal. Then the 2.5 x 28 mm promus was re-advanced (contrary to IFU) and inflated at the lesion site. Under fluoroscopy, the lesion site of the 2.5 x 28 mm promus did not look right. Ivus was used and confirming there was no stent implanted. The stent was still on the balloon when the delivery system was removed the first time; however, it was not confirmed whether it was still on the balloon during the second insertion. Fluoroscopy was performed, but the stent could not be located. A search was made in the operative field and back table as well. It is possible that the stent remains in the pt. The procedure was completed by implanting another stent in the mid lesion and a stent in the left main. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp. Distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation -it was reported that after the sds failed to cross the target lesion, it was removed and then re-inserted into the pt anatomy for a second attempt. It should be noted that the promus IFU states: an unexpanded stent should not be re-introduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, while the failure to advance appears to be related to operational context of the product, a conclusive cause cannot be determined for the reported stent dislodgement.